Event description:
Physician reported the implanted intraocular lens appears to be cloudy. The eye is totally quiet, no cell or flare or pain. Visual acuity decreased to 20/30. Lens remains implanted at this time.

Manufacturer narrative:
Device history were reviewed and all documents met manufacturing specifications.